Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device is overheated, hot to touch and when machine is turned off it didn't respond. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.